Event description:
The customer reported a fluid leak of approximately 10ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The instrument was powered off until it could be serviced. The customer was wearing personal protective equipment consisting of a mask, gown, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/05/2015. The fse found the leak in worn pinch tubing at the sheath flow pinch valve vl54, which was replaced, resolving the leak. (B)(4).